Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for the infusion of insulin, the pump gave an occlusion alarm. According to the reporter, the system check determined the cause of the alarm to be the infusion site. The home care patient reported that their blood glucose levels rose to 400 mg/dl and they tested positive for ketones due to the interruption in insulin therapy. According to the home care patient, their ketone levels were not dangerous/life threatening. The home care patient reported that they administered a corrective insulin injection to resolve the reported issues. No permanent injury to patient reported.